Event description:
According to the reporter: during a laparoscopic nissen fundoplication while suturing the stomach around the esophagus, the needle disengaged from the suture device. The device would not hold the needle properly and it kept falling out of the jaws of the device. The disengaged needle was retrieved laparoscopically with graspers. There was no x-ray performed. No patient injury or extension in surgical time. The device was discarded and will not be returned for analysis. The lot number has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.